Manufacturer narrative:
Device failure related to possible mfg process activity. Description of device analysis: date of procedure: 2/26/1998 the product was returned in its wrapped around itself in a plastic bag. During the investigation, it was confirmed that the tip marker came off from the fastracker-325 catheter. The tip marker impression marking was found on the catheter distal section where the tip marker was placed. The tip filler was in place. From the bump on the catheter shaft it appears that the tip marker was not properly laminated. However, engineering was contacted for assistance in the analysis. According to the engineering team the tip marker came off due to improper lamination of the tip marker. Occurrence of event: frequency and severity of occurrence of this event are not addressed in the device labeling. The reported event is not occurring with greater than expected frequency. The reported event is not occurring with greater than expected severity.

Event description:
It was reported to target that during the procedure, a coil stuck in the distal part of the catheter. The physician flushed several times but the coil didn't move. Then the tip of the fastracker-325 detached from the catheter shaft. It remained in the body. The pt was not affected from this occurrence.